Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips stopped closing all the way. Some of the clips were also not loading into the jaws correctly; they were coming out cock-eyed. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l92z7j. The analysis results of the el5ml device found that it was received in good visual condition with a clip in the jaws; the clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed seven conforming clips; in addition the anti-backup and lockout mechanisms were found to be non-functional. It is known from the history of the device that an anti-backup failure could lead to malformed clips. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl was found to be damaged; this condition caused the failure of the anti-backup and lockout mechanisms. However no conclusion could be reached as to what may have caused the damaged on the ratchet pawl. The batch record was reviewed and no anomalies were noted during the manufacturing process.